Event description:
Post-paced t-wave oversensing was noted during a follow-up appointment. No inappropriate therapy was delivered as a result of the reported issue. Reprogramming was recommended and performed and the patient was stable following the reported event. On the following day, the device was explanted and replaced due to the fsca advisory. The patient's condition was stable. The related manufacturer reference number is 2938836-2017-24510.

Manufacturer narrative:
The device was returned from the field and was evaluated. Interrogation of the device revealed the device was above eri when received. The reported event of post-paced t wave oversensing was not confirmed in the laboratory. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected.